Manufacturer narrative:
(B)(4). Additional information requested and received: was there any staple form issues in the primary procedure: not that I recall; was a leak test performed in the primary procedure: I believe so' what is meant by the leak was controlled by applying a patch: unknown; what was the cartridge selection and where were they used: black to start, then green (I don¿t remember if they transitioned to blue); where on the staple line was the leak: unknown; was buttressing material used: yes. Seamguard I believe; what does the surgeon believe was the cause of the leak: unknown; what is the current patient status: unknown.

Event description:
It was reported that two weeks after a gastric sleeve procedure the staple line stated to leak. The leak was controlled by applying a patch endoscopically. Information about the staple line condition or staple formation was not available.